Manufacturer narrative:
The drill subject to this complaint was not returned for eval. It was not possible to determine the definitive root cause for the alleged issue.

Event description:
It was reported that the drill bit stalled during a surgical procedure. It was further reported that powder abrasion came out from the product. It was additionally reported that surgical method was changed. No adverse consequences were reported.